Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: patient was walking around the halls and noticed that his pump was leaking. Rn looked at the tubing inserted into the channel and found that the tubing was leaking. Patient was only able to get half of their bag of packed red cells. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used, contaminated, sample without packaging was provided for evaluation. The sample underwent decontamination followed by visual evaluation, during which no defects or discrepancies were identified. Thereafter, the sample was subjected to functional leakage test, and no signs of leakage were present. Based on the investigation findings, the sample met internal specification; therefore, the reported defect was not confirmed to be manufacturing related. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.